Event description:
It was reported that when the end-user injected fluid through the catheter, they felt leakage (low resistance). The catheter was removed from the patient and, upon examination, the body was found broken. It was indicated that retrieval was necessary to remove the broken catheter; the method of retrieval was not reported. The sales rep was unable to identify if there was a crack or hole in the catheter that caused the leakage. At last report, the patient was fine and there were no complications that came from this event. Additional information indicated that the catheter was broken by careless use by the end user when forwarding the sample for evaluation. When the catheter was removed from the patient it was still in one piece.

Manufacturer narrative:
One triple lumen 7f 20cm multi-med catheter was received with the catheter body broken in half. There was no packaging returned or any other kit components. Visual examination found the catheter to be broken 12cm proximal of the catheter tip. The break site was uneven and does not appear cut. The catheter body tube was discolored when compared to a new laboratory sample. The broken catheter also felt stiffer than the new laboratory sample. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. A review of the manufacturing records indicated that the product met specifications upon release. No actions will be taken at this time.